Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call, she had been experiencing high blood glucose for two weeks. She had a diabetic ketoacidosis event but wasn't hospitalized. Customer's blood glucose was 325 mg/dl. Her symptoms were thirsty and wasn't sure if stress from personal issues may have also contributed to highs. Troubleshooting was started when the call was disconnected but she called back. No anomalies were noted during troubleshooting and the device passed the high pressure test. Customer was advised to change the entire set, reservoir, and insulin. Customer is not returning the device for analysis.